Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: complete sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect free t4 results generated on the architect i2000sr analyzer for a 75-year-old female patient. The patient had a historical free t4 result of 1.28 ng/dl on (B)(6)2024. The customer¿s reference range is 0.7 to 1.48 ng/dl. The following results were provided: on 1(B)(6)2024 sample ID (B)(6): first result = 1.73 ng/dl second result = 1.44 ng/dl customer released the result of 1.44 ng/dl as the valid result. Qc results were within range. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated architect free t4 results generated on the architect i2000sr analyzer for a 75-year-old female patient. The patient had a historical free t4 result of 1.28 ng/dl on (B)(6) 2024. The customer¿s reference range is 0.7 to 1.48 ng/dl. The following results were provided: on (B)(6) 2024 sample ID (B)(6): first result = 1.73 ng/dl. Second result = 1.44 ng/dl. Customer released the result of 1.44 ng/dl as the valid result. Qc results were within range. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the r2 wash station valve, manifold kit was leaking. The fsr replaced the part which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional falsely elevated free t4 results were reported post the current event was identified. A review of tracking and trending for the architect i2000sr did not identify an increase in complaint activity. A review of tracking and trending for the valve, manifold kit did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the valve, manifold kit were identified. Updated d10 - concomitant product to include: valve, manifold kit (rohs), 7-77612-04, 0318.